Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the product is received, a quality investigation will be conducted and a follow up report will be filed.

Event description:
It was reported that the drain lever came off the reservoir after collecting 400 mls of blood. Non of the collected blood was able to be re-infused. The surgeon made the decision to use the back up as a drain only. There is no allegation of adverse consequences associated with this event.